Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) with balloon dilation procedure performed on (B)(6) 2024. During the procedure, when dilating to the first size of the balloon which was 15mm, balloon would not inflate properly. Upon inspection, a small leak could be observed in the balloon where it is bonded onto the proximal end of the catheter. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.